Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the falling off rubber could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿ do not pull the universal cord and video cable during an examination. The light guide connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. ¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the objective lens surface at the distal end. Visual abnormalities may result. ¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ do not put or press the video connector and light guide connector on the insertion section when transporting or reprocessing. The insertion section may be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rubber casing on the distal end of the cystonephrofiberscope was completely torn off. It is unknown when the malfunction was identified. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and inspected. A device evaluation confirmed the customer allegation. It was found that the bending section cover was missing. Additionally, it was noted that the adhesive of the bending section cover was cracked and red marking on the the light guide prong was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.